Event description:
Baxter field svc enginner reported the following event. Treatment was scheduled for 3.5 hrs for the removal of .04 kg of ultrafiltrate. After 2.7 hrs, total ultrafiltrate goal had been reached. The technician reset the device to remove .09 kg for the remainder of the treatment. At the end of treatment, 1.08 kg had been removed and pt started to seize and experience nausea and vomiting. One liter normal saline was administered and symptoms were resolved. Healthcare professional verified the info above and attributes this event to user technique. No device malfunction was found and health care professional does not attribute this event to the baxter 1550 device.